Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing, the solenoid needs to be replaced on this device. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.